Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the procedure was being performed on a patient in the cardiac cath lab. Additional information received on (B)(6) 2011 stated they started using the percutaneous thrombolytic device (ptd) 7 fr in the patient's fistula located in the right arm. After a few passes, the tip of the catheter became detached. They attempted to use a snare to remove the tip, but were unsuccessful. As a result, they placed a stent over the tip in the fistula so it would not travel. They used another ptd to complete the procedure. There were no patient complications reported.